Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit showing autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse recalibrated the unit, and the unit passed all functional and safety tests and was returned to customer.